Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected black circle or button error alarm noted. The insulin pump was also received with a cracked case at display window corner, cracked battery tube threads, and minor scratches on the display window. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed with a button error alarm. Customer stated the device had not gotten wet or been hit. Customer's blood glucose was 177 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.